Manufacturer narrative:
Natus complaint ref. # (B)(4). Investigation results & findings on the 18th february 2020, natus europe was informed by (B)(6), that an end user reported that they allegedly were not provided information or instruction from distributor partner (B)(4) on how to clean /refurbish echo-screen products and accessories. There was no patient/operator involvement. Natus technical service reported that on the (B)(6) 2020, the distributor partner (B)(4) e-mailed the customer the echo-screen manual (300al06dd) and referenced pages 42-45 which contained the manufacturer's information for cleaning and disinfection. Distributor partner (B)(4) also referred the customer to the manufacturer's declaration that echo-screen ii ear tips are to be treated as single-use articles. The instructions for use in printed form and the reference manual on cd are sent with the echo-screen ii shipments. There was no indication in the report of : a death or serious injury that required medical treatment. A delay in treatment. Any environmental or safety concerns (e.g. Smoke, overheating, etc.). Product examination and functional testing was not performed by natus, because there was no mention of a product deficiency. CAPA & complaint trending review there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review doc-(B)(4) , rev. H, does not have a corresponding risk identifier however, a risk review was performed and documented in doc-(B)(4) severity 1-negligible, risk level is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review not applicable because a malfunction was not reported. Service record review: a search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found.

Event description:
Natus europe was informed by (B)(6) that an end user reported that they allegedly were not provided information or instruction from distributor partner (B)(4) on how to clean /refurbish echo-screen products and accessories.